Event description:
It was reported that the patient presented to the local emergency department after receiving several inappropriate shocks. There was oversensing, artifact, and a lead fracture. The patient was transferred to another facility and the lead was explanted. No further patient complications have been reported as a result of this event. Additional information received reporting that lead impedance was greater than 3000 ohms.

Manufacturer narrative:
Asku